Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay-user/patient contacted lifescan (lfs) (B)(4), alleging that their onetouch ultramini meter was displaying an unknown error message. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged error message began to appear on the evening of an unspecified date, around 2-3 months prior to contacting lfs. The patient informed the csr that they manage their diabetes with oral medication, diet and exercise and denied making any changes to their usual diabetes management routine in response to the alleged issue. The patient reported that 10 minutes after the alleged issue started they developed symptom of ¿dizziness.¿ in response to the symptom, the patient reported attending the emergency room where they were treated with oral medication for diabetes (unknown type and dose). The patient reported that their blood glucose was measured on laboratory device at the time of the alleged issue and a result of ¿300 mg/dl¿ was obtained. At the time of troubleshooting, the csr noted that the patient did not have testing supplies available to test the meter. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of hyperglycemia after the alleged meter error message began to appear.